Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating and smoking. The procedure was completed successfully using backup equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the flex assembly on the motor cartridge was damaged.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating and smoking. The procedure was completed successfully using backup equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.